Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735737 version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an one centimeter imprecision was observed when angling the stylet in a particular way. It was reported that the issue occurred after registering the patient and was checking the accuracy on the inner and outer canthis of the anatomy. It was noted there was metal in the navigation field and that there was a surplus of items in the field potentially resulting in the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.